Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
During intra-aortic balloon (iab) therapy a "blood detected" alarm was generated. The user checked the tubing but no blood was found. Later on another alarm "check iab catheter" was generated and the user found there was blood in the tubing. The user removed the catheter and did not insert another one as the patient's condition improved. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. The one way valve was also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.5 cm from the rear seal measuring 0.04 cm in length. One kink was found on the catheter tubing approximately 76.5 cm from the iab tip. The reported alarm, blood detected & alarm, check iab catheter & blood in tubing was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
During intra-aortic balloon (iab) therapy a "blood detected" alarm was generated. The user checked the tubing but no blood was found. Later on another alarm "check iab catheter" was generated and the user found there was blood in the tubing. The user removed the catheter and did not insert another one as the patient's condition improved. There was no reported injury to the patient.